Manufacturer narrative:
The vessel sealer extend instrument was transferred to the advance failure analysis (afa) team and afa has completed the investigation. Initial failure analysis (fa) findings were confirmed. The issue was discussed with manufacturing engineering, and it was assessed that due to the loss of tension because of the loose grip cable, there was nothing to hold up the pulley that got dislodged. Grip cable can come loose due to component susceptibility to damage during use and can also be due to improperly tightened grip clamping pulley screws during manufacturing. No loose screws were found. The finding of dislodged backend pulley being related to the loose grip cable was confirmed. No changes are required to the existing fa codes.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis. The instrument was analyzed and found to have loose grip cables in the housing at the proximal end. The loose grip cables in the housing likely caused the grips at the distal end to not open and close. The instrument was placed and driven on an in-house system, and it passed the recognition, engagement, and initialization tests. The grips did not open or close. Further evaluation found the vessel sealer extend instrument had a dislodged back-end pulley. The back-end pulley and associated pin rod were dislodged at the proximal end in the housing. The dislodged components kept tension on the grip cable at the proximal in the housing. The complaint was confirmed by failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer instrument worked for about 15-20 minutes during the procedure. The instrument was not inspected prior to use. The performed procedure was a gynecological malignant tumor surgery. The jaws were not stuck on the tissue when the issue occurred. There was no unexpected tissue removal and no bleeding. The procedure was completed with a new vessel sealer instrument. There was no reported injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vse instrument involved with the complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image found no issues with the vse instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to open the jaws of the vessel sealer extend (vse) instrument and reseating the sterile adapter did not resolve the issue. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed logs and found no related errors in the logs. The tse advised the customer to install the vse on another universal surgical manipulator (usm). But the issue persisted. The vse instrument was removed, and a backup instrument was used to proceed. The procedure was completed with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.